Manufacturer narrative:
B5 describe event or problem: updated with correct device size information.d4: lot number corrected.

Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. At a routine 45-day follow-up, it was noted via transesophageal echocardiography (tee) that the closure device had shifted sideways. The patient was asymptomatic. The physician will be scheduling the patient for an explant of the device. No date has been planned yet. There were no patient complications reported. It was further reported that that a 35mm watchman flx laa closure device was implanted in the patient on (B)(6) 2024.

Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. At a routine 45-day follow-up, it was noted via transesophageal echocardiography (tee) that the closure device had shifted sideways. The patient was asymptomatic. The physician will be scheduling the patient for an explant of the device. No date has been planned yet. There were no patient complications reported.